Manufacturer narrative:
(B) (4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported, the patient was not able to adjust the stimulation. The patient did not feel any stimulation. The patient programmer was working as intended, but there was no response from the device. The device was explanted. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.